Event description:
It was reported that during the implantation of an intraocular lens (iol) the haptic was damaged and would not go into the bag. The incision was enlarged, the iol was removed and another lens implanted during the same procedure. No suture was required. There was no patient injury or complications and the patient is doing well.

Manufacturer narrative:
Visual inspection shows a lens were the optic and haptic were heavily damaged. Further no deviations were found. These damages indicates that an excessive force and or handling took place. The intraocular lens passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. Batch records were reviewed and show no deviations. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information has been submitted. (B)(4): placeholder.